Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter zip code: (B)(6). Medical device manufacture date: unknown. Investigation summary: exec summary - samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (1) used 31gx5mm bd pen needle without a tear drop label or cover attached. The customer had reported needle blocked. The returned sample was examined, then tested for flow using a test pen injector: the returned pen needle was not able to expel properly. A wire test was then performed on this sample: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. CAPA/sa - based on the above, no additional investigation and no CAPA/sa is required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 pen ndl 31g 5mm hp needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter: it was reported the needle was clogged.